Manufacturer narrative:
E1 - address 1: (B)(6) hospital. E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was broke during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: component failure of the lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mirror broken was caused by a component failure of the lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.